Manufacturer narrative:
Device manufactured between june 06, 2018 to june 07, 2018. The actual device was not available; however, two (2) companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, as supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of 2000 ml eva tpn bags leaked at the bottom seam of the bag. This was identified after compounding and prior to patient use. There was no patient involvement. No additional information is available.